Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced events of leakage of with five infusion sets on (B)(6) 2024. Infusion set was used for 1 day. No further information was available.

Manufacturer narrative:
Initial and final MDR 1998085- MDR 3003442380-2024-27906- device 1 of 5. E1: patient city: (B)(6). Patient country: brazil.